Event description:
Caller reported a cgm error occurring with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, successfully completed the reset, and started their sensor session without further issues.